Manufacturer narrative:
Synthes is unable to determine the MFR site or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
During a lumbar fusion at l4 - l5 in 2007, surgeon implanted click'x system. No bone graft was used. After the procedure was completed, patient threw a blood clot to the brain and expired.